Event description:
Information received indicates the brakes do not hold after the brake is set.

Manufacturer narrative:
The technician replaced the brake, brake/steer and swivel casters to repair the bed.